Event description:
Information received from the field notes that during a routine follow-up, the measured battery data reported a high current drain of 55 ua while the device was programmed to 3.5 v, 0.5 ms. After dropping the voltages, the measured battery data was 2.61 v, 49 ua, 2.7 kohms. Resetting the calibration constants did not resolve the behavior. The patient was scheduled for device replacement. The patient reported no symptoms.